Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the left ventricular lead was found to be dislodged and was confirmed with fluoroscopy. It was also noted there was no capture at maximum output. The lead was explanted and replaced. The patient tolerated the procedure just fine, and is doing well.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.